Manufacturer narrative:
(B)(4). Investigation summary: two photos were received by our quality team for evaluation. From the photos, the barrel tip is observed to be broken. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: based on the returned photo, observed barrel tip broken. The sample could have been hit by unknown force and resulted in broken. The various process was reviewed as followings: assembly station ¿ there are no possible contact points to the barrel tip that can cause the broken tip. Primary and secondary packaging ¿ no contact point on the barrel tip. Based on above investigation, the non-conformance not observed during production run. Based on DHR reviewed, no abnormality was detected during the production run. Hence root cause could not determine. The team will continue to monitor this non-conformance. Root cause description: this non-conformance could have been caused if it was hit by an unknown force. The assembly station and the primary and secondary packaging stations have been reviewed. There are no possible contact points in either of these processes that could have caused the broken tip. Therefore, the root cause was not able to be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. The complaint will continue to be tracked and monitored.

Event description:
It was reported that the syringe 50ml ls precise tip was broken off and not in the packaging. The following information was provided by the initial reporter, translated from chinese to english: "this morning, the head nurse of the gastroenterology department found that a part of the tip of the syringe was missing and there was no head before opening the package."